Event description:
The event is reported as: complaint alleges: the nylon end of this mallet came off during surgery. No pieces fell into the patient and both pieces were retrieved. No patient injury reported.

Manufacturer narrative:
A visual examination of the actual product revealed the end caps were yellowed and cracking. One end is broken off and the thread portion is still stuck in the mallet. Root cause is device was used beyond useful life. Replacement caps are sold for this instrument to replace worn or damaged heads. The broken head is a result of incomplete inspection by the user before use. The fractures on the nylon cause should have been cause for replacement. The instrument was repaired rather than replaced.